Event description:
PICC line insertion procedure was performed on pt via lue. Access to vein (brachial) was successful via safety needle. Guidewire inserted without any resistance introducer was placed. Power PICC 55cm 5f was then trimmed 10cm. The stylet was pulled back to the trimmed length of the catheter with magnet tip intact and inside the catheter. Power PICC catheter was inserted thru the introducer. While trying to advance catheter, past midclavicular region. Decision to abort procedure was made and catheter was pulled out and inspected. At this time, it was noted that the stylet did not have a magnet tip intact. Pt was taken to ir, but removal of retained stylet tip was unsuccessful.